Event description:
The customer reported that the citadel plus bed frame is showing e410 error code. Moreover, the patient¿s leg got entrapped between the bed's side rail and the maxxair ets mattress. Due to that the patient suffered pain. The bed was swapped and inspected.

Manufacturer narrative:
The arjo representative observed that the width extension frames were not used to expand the bed¿s width before the mattress was expanded and inflated. The patient¿s leg was placed between the mattress and the side rail. While expanding the mattress the leg was trapped and the patient suffered pain. Due to the pressure exerted by the mattress, the 3 side rails were damaged, but still attached to the frame. The wire inside one of the damaged side rails was faulty and caused e410 error code occurrence. According to the maxxair ets instruction for use (IFU) the mattress is comprised of one 36 inch wide middle section and two 6 inch wide side air bolsters to provide expandability. The overall width of the bed when not extended is 40,6 in. Thus, the bed was too narrow to accommodate extended mattress (48-inch wide). The citadel plus instruction for use (IFU 831.374-en rev.11) indicates that the bed frame is equipped with 8 width extensions that allow for adjustment of the width of the mattress support surface. When the bed is extended 48-inch wide mattress could be used. Thus, before the mattress is extended, the customer should extend the bed frame to avoid its damage. In relation to the body entrapment IFU states: - ¿to prevent possible entrapment, make sure the patient¿s head and limbs are clear of the side rails when adjusting the deck.¿ - ¿patient restraints, even when correctly used, can result in entrapment.¿ - ¿always use a mattress of the correct size and type. Incompatible mattresses can create hazards.¿ in relation to e410 error code occurrence, the citadel plus IFU indicates that the e410 error code is a general error code which requires technical investigation. The customer reacted accordingly to the IFU and requested service. To sum up, it has been determined that the patient¿s leg got entrapped and side rails were damaged by the pressure forces caused by the too wide mattress placed on the bed frame which width was not adapted to accommodate it. The bed malfunctioned and the patient was entrapped, therefore the arjo device did not meet specification. The patient suffered pain. The complaint was assessed as reportable due to an allegation about the patient entrapment.

Event description:
The customer reported that the patient¿s leg got entrapped between the maxxair ets mattress and the citadel plus bed's side rail. Due to that the patient suffered pain. The problen occurred when the side rail extension frame was not extended and the mattress was inflated, the bed was swapped out and inspected.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.